Event description:
It was reported that during planned maintenance (pm) the device had bad bearings/ running roughly. There was no patient involvement.

Manufacturer narrative:
H3) device was sent in for evaluation. Evaluation of the device determined that the bearing (distal) was misaligned and the bearing (internal tube) was corroded. The likely cause could not be determined. H6) annex c code c1701 is for the misalignment and the annex c code c0601 is in relation to the corrosion found on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.